Manufacturer narrative:
No button error alarm. Failure analysis found intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing endcap sticker. Numbers does not ramp up on its own or scroll bar moving with no input.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the numbers on the insulin pump were ramping up prior to the alarm occurring. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.